Manufacturer narrative:
Reference: kalra, a., avenatti, e., chinnadurai, p., reardon, m. J., kleiman, n. S., little, s. H., & barker, c. M. (2018). Very late migration of balloon-expandable transcatheter aortic valve. The journal of invasive cardiology, 30(4), e28-e30.

Event description:
Additional information:  as reported through article "very late migration of balloon-expandable transcatheter aortic valve" by ankur kalra, md; eleonora avenatti, md; ponraj chinnadurai, mbbs, mmst; michael j. Reardon, md neal s. Kleiman, md; stephen h. Little, md; colin m. Barker, md stating 3 years post implantation of a 23mm sapien xt valve transthoracic echocardiogram showed moderate aortic regurgitation (ar) with peak velocity of 3.8 m/sec, mean gradient of 32 mm hg, and valve area of 1.2 cm2. Three-dimensional transesophageal echocardiogram (3d-tee) showed severe ar. In addition, there was a migrated aortic prosthesis below the native aortic valve leaflets. In addition, the displaced prosthesis may have disrupted the mitral subvalvular apparatus, leading to a flail p1 scallop. These findings were confirmed by inversion mode volume-rendered and multiplanar gated computed tomographic (CT) reconstruction. There was complete resolution of severe ar following valve-in-valve tavr with a 23 mm edwards sapien 3 valve.

Manufacturer narrative:
Per the instructions for use, valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, the cause of the migration was likely from the manipulation of devices during the mitral clip procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by a field clinical specialist, during a mitral clip procedure, it was noted that the original pre-existing 23mm sapien valve migrated down to the lvot and was impeding the anterior mitral leaflet causing mr. The sapien valve was too low and there was aortic insufficiency around the valve. Two days later, another 23mm sapien 3 valve was placed in the original 23mm sapien valve to resolve the issue.